Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. Customer states that her blood glucose value would get as low as 50 mg/dl to 500 mg/dl. Customer states that she was treat with coke or an orange juice. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report .

Event description:
It was reported as a malfunction, report as a serious injury due to blood glucose 50 -500 mg/dl.